Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
Us legal: it was reported that the patient underwent a revision surgery of the left hip on (B)(6) 2021 due to pain, limited mobility, and elevated metal ion levels. The primary left bhr surgery was performed on (B)(6) 2008. The patient current status is unknown.

Event description:
It was reported that the patient underwent a revision surgery of the left hip on (B)(6) 2021 due to pain, limited mobility, and elevated metal ion levels. During this procedure, the bhr resurfacing femoral head was revised to a total hip replacement construct with a dual mobility liner. Intraoperatively, a clear yellow joint fluid was evacuated after accessing the capsule, and no metal debris/metallosis was observed. The primary left bhr surgery was performed on (B)(6) 2008. The patient was transferred to the recovery room in stable condition

Manufacturer narrative:
Additional information: a2, a3, b6, d6b, d4 (lot number & expiration date), d8, g4 (510k). Corrected data: b5, d1, d4 (catalog number & UDI), h6 (health effect - clinical code & health effect - impact code).

Manufacturer narrative:
H3, h6: as of today, device return and additional information has been requested for this complaint but has not become available. As no device part and batch numbers were provided for the acetabular cup and femoral head for investigation, a complaint history review, manufacturing record review, device labelling / IFU review and historical review of the escalation actions could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. Since no underlying medical documents were received no thorough medical investigation can be performed. Based on the reported symptoms it cannot be concluded that the events/clinical reactions of pain, limited mobility, and elevated metal ion levels were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without the return of the actual devices or further information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H3, h6: it was reported that a left hip revision surgery was performed due to pain, limited mobility, and elevated metal ion levels. As of today, the implanted device used in treatment has not been returned for evaluation. A review of the historical complaints data for the femoral head was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the femoral head. However, as the device is no longer sold, no action is to be taken. In the absence of the actual device, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the product and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. With the information provided the clinical root cause of the reported elevated cobalt and chromium cannot be confirmed. The reported left hip pain was noted to be due to osteoarthritis. It cannot be concluded the reported pain and elevated metal ions were associated with a mal performance of the implant or implant failure. The patient impact beyond the reported events cannot be determined. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.